Event description:
Boston scientific received information that the right ventricular (rv) lead displayed increased pacing threshold measurements of 7.0v@1.0ms. Pacing impedance measurements gradually increased, but remained within acceptable limits. Additionally, intermittent loss of capture (loc) was observed. A routine device change out procedure was performed. The rv lead remained actively implanted. Later, this device and rv displayed pacing impedance measurements greater than 2,000 ohms. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this patient presented to the emergency room after reportedly received a shock. A review of the device data did not identify any recent events. The patient had previously reported feeling a higher heart rate. Pacing impedance measurements on the right ventricular (rv) lead were greater than 2000 ohms and had been increasing for approximately one month. A revision procedure was performed and this device and the pacing/sensing portion of the rv lead were removed from service and replaced. No additional adverse patient effects were reported. The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted scratches and dents on the front and back of the can. Seal ring marks can be seen on negative df-1 port. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completion of product evaluation.